Event description:
Patient relative submitted report through new world medical contact us page. Reported low iop after surgery and choroidal hemorrhage.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony and hyphema as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is implanted and could not be received for evauation. No device malfunction could be confirmed.